Event description:
Pt has experienced gradual increase symptoms - pain, swelling, redness over surgical site - over last 6 months. Clinical indicators, according to surgeon, highly suggestive of infection. During surgery, copious amount turbid, light brown fluid in joint. Significant amount of tough, "scar" tissue excised.

Manufacturer narrative:
No 510(k) number provided because, this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.